Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-67 alarm (supply voltage of cpu circuitry is too low) was identified during functional testing and the review of the alarm log. The visual inspection showed a damaged cpu board. The cause of the f67 alarm was due to a damaged cpu board. The flogard was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f67 alarm (supply voltage of cpu circuitry is too low). No additional information is available.